Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge cubie failed and could not be recovered. The cubie did not unlock when the user attempted to recover the failed storage. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station with a refrigerator, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and unable to recover. A field service engineer adjusted the drawer and performed the recovery. At the same time, ran a test through hardware test application (hta). Recovered and tested for proper operation. The system functioned as intended after the field service engineer repaired the device.